Event description:
Co2 monitor needed to assist in determining et tube placement during emergency intubation. Monitor did not work. Proper tube placement determined by ausculation of breath sounds. No harm to pt, but evaluation not optimal. Monitor sent to bioengineering for evaluation.